Event description:
It was reported that dft test was unsuccessful during lead implant procedure. The patient is pacemaker dependent. The physician suspected that this may be due to the rv lead position. The patient was sent home with a lifevest. The patient will be scheduled to come back to the hospital to re-do dft testing. The patient was stable post-procedure.